Event description:
Additionally, the patient reported, via regulatory agency, "burning and tightness, trouble sleeping, lack of energy, pain in left knee joint, and rupture. The device was explanted.

Manufacturer narrative:
In response to FDA report number: mw5088675. Device evaluation: analysis of the returned device identified: underweight, broken shell. A visual and microscopic analysis was performed which identified broken sharp, wear abrasion, crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on posterior due to a surgical impact opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.